Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device gave a "no shock advised" prompt while in semi-automatic mode for a rhythm clinicians believed was shockable. The clinician switched to manual mode and was able to successfully shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.